Event description:
Customer reportedly received the following results on the aviva system: 153 mg/dl at 12:21pm, 294 mg/dl at 12:28pm, 331 mg/dl at 12:29pm, 126 mg/dl at 12:29pm, 74 mg/dl at 12:38pm, 368 mg/dl at 12:40pm, 50 mg/dl at 12:41pm. Twelve days later, the following results were received: 82 mg/dl at 5:33am, 33 mg/dl at 5:41am, 75 mg/dl at 5:46am. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.